Event description:
Health care professional reported through clinical study follow-up that approx 20 days post implant, the patient experienced a thromboembolism with significant weakness on right side of body, including upper and lower extremity. The patient was receiving platelet inhibitor prior to event and treatment was increased to aspirin x2 per day. The valve remains implanted and functioning as intended.